Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving gablofen (2000.0 mcg/ml at 400.0 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient presented to the clinic for routine refill, on (B)(6) 2018, and they were unable to access the pump after several attempts. The pump was checked by x-ray and verified that the pump was flipped. It was noted the pump refill septum was unable to be visualized. It was indicated the event was related to the device or therapy. The caregiver reported there was no adverse reaction noted. It was noted the patient was in their care seat for several hours due to the family going on vacation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was 17 kilograms. The exact cause of the flipped pump was not known. It was noted that no actions were taken. The event was noted as ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. It was noted the event resulted in prolonged or in-patient hospitalization. It was noted that the patient was hospitalized due to needing surgery to flip the pump. It was noted that the pump was repositioned on (B)(6) 2018. No further complications were reported.